Event description:
The customer reported that this right ventricular (rv) lead had high pacing threshold at 5v at 1ms, which was noted to have caused earlier battery depletion of the device. The lead was surgically abandoned (capped) and replaced. No adverse pt effects were reported. The lead was actively implanted for approximately 10 years, 5 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. The lead was replaced and no adverse pt effects were reported. The event will be re-evaluated if additional information becomes available. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.